Manufacturer narrative:
The reported complaint of loose or intermittent connection was not confirmed. The device was received in normal range of option. Analysis of device image was performed, and no anomalies were noted. Mechanical evaluation of header was performed, and damage was noted on the septum and setscrew consistent with having occurred during procedure. Electrical testing was performed, and no anomalies were noted. Longevity assessment was performed, and device was found to have normal battery depletion based on usage.

Event description:
It was reported patient presented in clinic for implantable cardioverter defibrillator (ICD) implant. During procedure, the set screw of the ICD failed to be tightened and eventually fell off. The ICD was not used, and another was implanted on (B)(6) 2025. Patient was stable.